Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 4. It no longer meets design specifications for continuity. The hand piece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that during an unknown procedure, the system responds with error 4 even though the handpiece is cold. The handpiece was set aside from a procedure where they used another handpiece with no pt consequence.